Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Investigation could not be completed, no conclusion could be drawn as the device remains implanted in the patient.

Event description:
A report was received regarding a distal radius fracture treatment. It was reported that 2 weeks post repair, when the patient was examined by the surgeon, the exam and x-ray revealed that the fracture was not healing as the surgeon intended. The surgeon returned the patient to the operating room on (B)(6) 2012 and explanted the plate and an unknown number of locking and cortex screws. The surgeon then repositioned and re-reduced the fracture. The original plate and an unknown number or type of the original screws were re-implanted and an unknown number or type of new screws added. In addition, the surgeon implanted a dorsal plate to aid in stability of the fracture. This is report #1 of 3 for the same event.